Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. Customer's blood glucose level was 29.9 mmol/l. Customer called and stated they changed my sensor and the insulin pump said its expired. Customer declined to troubleshooting for the high blood glucose. Asked customer to turn off the sensor feature and then turn the sensor feature back on. After a few minutes customer decided to remove the sensor and there was no damage. No further assistance required. Insulin pump will not be returned for analysis.